Event description:
A customer reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove an o-ring from the pneumatic tap and clean the area using an alcohol wipe or lint-free cloth. After inspecting and ensuring the cartridge o-ring was undamaged, the customer successfully reloaded the original cartridge and was able to resume insulin therapy.